Event description:
Boston scientific received information that this right atrial (ra) lead was capped due to product performance issue. Additional information indicated that thresholds went up quite a bit and that lead does appear to have twisted. Moreover, lead fracture was noted as its suspected cause. The ra lead was eventually explanted upon extraction of the other lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was not confirmed. The returned lead was severed approximately 25.5 centimeters from terminal pin. Analysis showed that the lead segment resistance measurements were normal indicating the conductors were intact and no fractures were noted.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead was capped due to product performance issue. Additional information indicated that thresholds went up quite a bit and that lead does appear to have twisted. Moreover, lead fracture was noted as its suspected cause. The ra lead was eventually explanted upon extraction of the other lead. No additional adverse patient effects were reported.